Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking sensation and that her neurostimulator was protruding and "standing up". The shocking had been occurring for about a week and there was no accident or incident associated with the event. It was noted that she had an incident in (B)(6) 2010 where she woke up in her sleep and her device had moved and started to "stick out". Additional information was requested.